Event description:
It was reported that the patient underwent implant of a dual-chamber pacemaker system without complication. A few days after implant, the right ventricular (rv) lead was observed on x-ray to have dislodged. The patient experienced a slowed heartrate as the rv lead was not capturing. The patient underwent another procedure to try to reposition the lead, at which time the physician suspected a lead helix issue led to the dislodgement. The lead was exchanged for another model and parameters were subsequently successful. The lead is expected to be returned. No additional adverse patient effects were reported.